Manufacturer narrative:
D4: catalog number, lot number, expiration date, UDI number and h4: device manufacture date are unknown, invalid lot number provided by the customer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the balloon of the 7.5 endotracheal tube leaked and the device was replaced. No adverse patient effects were reported by the customer. The reported lot number 4138029 is invalid.

Manufacturer narrative:
Other, other text: h6. Evaluation codes: updated. G1. Email is: (B)(6). No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the reported lot number was invalid. If the product is returned the manufacturer will re-open the complaint for further device analysis.